Event description:
Additional information was received from the manufacturer representative (rep). It was reported no actions were taken and it was never determined what changed. The patient has made the adjustment and charges more often.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was to report a charging frequency issue. Pt rep (pt's husband) reported that the ins is no longer holding a charge. Pt rep explained that the pt normally charges the ins 1x/5-6 days, but now the ins battery is only lasting 3 days before requiring a charge. Pt rep confirmed they are able to charge the ins to 100% w/ no issue. Pt rep stated that the pt charged the ins to 100% last thursday, and by sunday, the ins battery was already in the "red zone" (pss understood this to mean the ins battery was nearly depleted). Pt rep stated the pt hasn't had any adjustments made to the settings, noting that the pt was reprogrammed at least a year ago, and is on the same settings. Pt rep confirmed these issues started this month (month/year valid). The patient was redirected to their hcp. No symptoms were reported.